Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed since the patient was treated post deployment. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Explanted date: date is unknown. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after a pta with a stent in the left carotid artery, the puncture site (femoral, right) was closed with angio-seal. The angio-seal 8f was placed correctly and all steps were performed according to the IFU. Puncture site was closed, and the patient left the hospital the next day. As she was on his way back home, the puncture site began to bleed again. A hematoma had emerged. A compression bandage was applied for 20 hours. No calcification of the puncture site and puncture was done properly. No angiogram was performed. The patient was brought into surgery and the closure device was removed. Anchor and collagen have been outside of the artery. Patient is now stable. Patient details: female. The procedure being performed was a pta und stent carotis links. Hemostasis was achieved with the angio-seal 8f.an 8f 10cm size procedural sheath was used prior to the vcd device. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. There were no issues with insertion, deployment, or withdrawal of the device. The patient condition after intervention was stable.